Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries were depleted as a result of a lack of maintenance to the device. The customer had not changed the charge-pak assembly since 2008.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated with the reported issue.